Event description:
Due diligence has been completed. No serial number or logs were provided for evaluation. The pump was not returned to fresenius kabi for evaluation. Therefore, the reported issue could not be confirmed or refuted. As no serial number was provided, no service history review or device history review was able to be performed. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a

Event description:
The following has been reported: event: 2/25 patient had propofol in the pump. Patient became agitated , when the team attempted to increase the medication, the screen was frozen and not able to change the dose/rate. The patient almost woke up; they had to get a new pump and reprogram everything. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input) unknown if issue stopped an active infusion. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.